Event description:
It was reported that the patient experienced loss of pain relief from their indirect decompression (ID) spacer. An image was taken, and the physician assessed that the ID spacer had migrated posteriorly in the lumbar 4-5 vertebrae. The event is on-going, and the patient will continue to be monitored.